Event description:
It was reported that a large volume intermate had particulate matter inside the bladder. The reporter described the particles as approximately 0.1-0.3mm in size. This was observed during filling with an unknown solution. There was no patient involvement. No additional information is available. This medical device report is report 1 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 15, 2013 and january 16,2013. Evaluation summary: the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified white particles, between 0.20 to 0.30 mm in size, floating in the solution of the bladder. Fourier transform infrared (ftir) spectroscopy identified the white particles to be acrylic material. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, a follow-up will be submitted.